Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that after site change, insulin pump continued to have customer rewind. Customer rewound pump and went to sit on the couch, where she was found passed out by her husband. Paramedics were called and customer not aware of what was going on. Customer's blood glucose was 31 mg/dl and was treated with glucose via IV. Customer was treated and not taken to the hospital. Paramedics left when customer's blood glucose stabilize to 120 mg/dl. Customer's blood glucose at the time of call was 185 mg/dl. Customer declined troubleshooting.